Manufacturer narrative:
Investigation into this event could not determine the cause of the leaking probe. The log files have been requested but not yet received. A field engineer visited the site and replaced the probe and vacuum pump. After analyzer adjustments were made, the analyzer has been returned to expected operation. The root cause of the leaking probe could not be determined.

Event description:
The customer observed the analyzer probe leaking during trouble shooting of error codes. A leaking probe could result in the carry over of reagents and subsequent erroneous results. There was no report of pt harm as a result of this event.